Event description:
It was reported the procedure was to treat a de novo lesion in the left anterior descending artery. A 3.0x18mm xience xpedition stent was implanted, however it was noted the stent strut was fractured. Another xience xpedition was implanted to cover the fractured stent. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
D9, h3 - device returning status updated from yes to no. The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in the reported stent break; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.